Event description:
It was reported the pink slide did not move forward and the cannula was visible and bent; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 20 mmol/l (360 mg/dl) while wearing the pod for between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The needle mechanism was reset and found to deploy properly. Though no issues were observed with the needle mechanism, it could not be determined when the needle mechanism deployed and the cause of the reported event could not be determined. The exposed portion of the soft cannula was torn and shortened. It could not be determined when or how this damage occurred. Additionally, investigation found an 0xd7 alarm in the device data, indicating power on reset was detected while running. The downloaded data did not show any timeouts or drive stalls during the pod's run. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Thus, the exact cause of the observed hazard alarm could not be determined.